Event description:
It was reported that following a heart catheterization, an angio-seal was used. Two days later, the pt experienced hives from the waist up and was referred to an allergist. The pt had no redness around the puncture site. The pt was treated with 20mg prednisone, allegra (dosage unk), and pepcid (dosage unk). The physician alleged that the pt may have had an allergic reaction to the angio-seal. The pt has recovered.

Manufacturer narrative:
No product was returned for evaluation. Review of the device record history was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the hives is uncertain. The angio-seal device instructions for use (IFU) state potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e. Collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema.